Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional attempts to gain information from the customer were not successful. The reported error and shutdown may have been due to the control board or the power board or both.